Event description:
It was reported that there was a separation between the patient connector and silicone tubing of a peritoneal dialysis (pd) transfer set. The event was further described as ¿plastic tip (catheter adapter) of transfer set got dislodged during dialysis exchange¿. This was observed while draining for peritoneal dialysis (pd) therapy. The patient was given prophylactic antibiotics as precautionary measure. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye identified a separation between the patient adapter and the tubing or bushing assembly. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adapter and the tubing or bushing is a friction fit and not a solvent bond; therefore, a strong tug on the patient adapter or tubing could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.